Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported by customer that 20cc syringes came already open. It looks like they got cut too close to the opening on the side and aren't sterile anymore. Verbatim: material #302830. Lot #5066926. When problem was notice: prior to use. Sterilization wrap: post sterilization. Incident discovered during patient care: no. Quantity: (B)(4). Incident details: 20cc syringes came already open. It looks like they got cut too close to the opening on the side and aren't sterile anymore.

Manufacturer narrative:
Pr (B)(4) follow up: it was reported that the syringes were received with the packaging already open. To support the investigation, two photographs were submitted for evaluation by our quality team. One image depicts blister packaging with a dark-colored tape on the top web, while the other shows a blister package with an opening along the side. This condition may occur if the top web is misaligned at the cutter, resulting in a slit positioned too close to the edge of the blister. The dark-colored tape appears to be from a top web splice that was not removed during processing. A device history record (DHR) review was conducted for material number 302830, lot 5066926. The review found no quality issues during the production of this lot that could have contributed to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the packaging process confirmed that the settings and alignment of the top and bottom webs were within acceptable parameters. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the customer-reported issue has been confirmed.